Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).